Manufacturer narrative:
The right ventricle (rv) lead is included in the riata, quicksite, quickflex externalized conductors advisory issued by abbott.

Event description:
It was reported the right ventricle (rv) lead was subject to the riata, quicksite, quickflex externalized conductors' advisory issued by abbott. It was noted that rv lead exhibited high capture threshold and externalized conductor was confirmed via chest x-ray. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.